Event description:
Upon insertion of the pin, the surgeon realized the threads on the pin were not close enough to the lateral cortex. As a result he could not get the medial nut flush against the lateral cortex. Additionally, the pin migrated medially through the anterior cortex when he inserted the pin.